Event description:
The biomed reported that the v60 will not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the biomed was reporting the device will not power on, on either the battery or ac power. The customer reported that the device powered on earlier in the morning. It was then reported that the device recently had a new battery installed that was manufactured in 2019 (spare part). The device was noted as acting erratically before not powering on, and would not power off, and also would power on without user interaction. The customer reported that while replacing the battery, the grounding wire was touched, and may have shorted a printed circuit board (pcb) component. The biomed was in possession of a spare power management (pm) board that they plan on swapping out and reporting if the replacement resolves the problem. The customer replaced the pm board to resolve the issue. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.